Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "the surgeon has said he had a very large gall bladder to remove, when he tried to pull the gall balder out the incision the bag re-opened/opened slightly and the pressure of the incision caused bile fluid and stones to leak. From the bag, the more the surgeon pulled the bag the more the pressure from the incision caused bile fluid to open the bag keep spilling from the bag onto the patient, the surgeon believes the bag should not open this easily under this amount of pressure. This does not happen with smaller gall bladders and believes the pressure from the gall bladder opened the bag and also it does not happen with other retrieval bags." *type of intervention - "excessive lavage of the abdominal cavity to remove all stones and bile fluid " patient status - "patient has experienced no complications. "

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  The root cause of the customer's experience could not be determined. We apologize for any inconvenience this may have caused and assure you that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.